Manufacturer narrative:
Visual and functional inspection of the returned instrument found that the front tab of the lever to which the locking piston attaches had fractured. This device is used for treatment. This device has been in the field for approximately 18 months. It is not known how many times the device had been used since its date of manufacture. The reported issue has been previously investigated and a redesign of the instrument was implemented on 10/29/2014 to prevent repeated loading stress fractures. The returned instrument was manufactured prior to implementation of the re-design.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon attempted to insert the tibial baseplate and articular surface provisional into the knee, the tibial baseplate handle popped off the tabs. There was no tension on the handle tab, rendering it inoperable.

Manufacturer narrative:
This report will be amended when our investigation is complete.